Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 214.836; lot: l670393; manufacturing site: mezzovico; release to warehouse date: december 05, 2017 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to iso-5832-1 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: zuchwil; selected flow: 5. Broken . Visual inspection: the received screw was found broken. Furthermore, there are several mechanical damages visible on the surfaces. The screw is broken between the screw head and the screw shaft. The broken part is missing. Furthermore, the hexagonal screw recess is also damaged. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Material review: the manufacturing documents do show that the correct material was used according to drawing. Summary: our investigation has shown that the complaint condition for the received screw is confirmed. Because of the damage, it is not possible to measure the relevant dimension. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is unknown. Additional device product code: ktt. Device broke intra-operatively and was not fully implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction and internal fixation (orif) surgery for distal femur on (B)(6) 2018, a cortex screw broke below its head while being implanted into the femur shaft. Screwdriver was used to remove the broken cortical screw. The broken screw shaft was left in the patient's bone. There was a 30-minute surgical delay reported. The procedure was successfully completed but it is unknown what the patient outcome was. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.